Event description:
The customer reports that a patient's study got added to another patient's file, resulting in a data patient mismatch. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).